Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Additionally, it was reported that an unexpected reset occurred. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.